Event description:
It was reported that during a routine check and prior to use of the cardiosave intra-aortic balloon pump (iabp) it had an intermittent fault where it would not switch on to the normal operating screen, the icon just turns clockwise. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d1, d4(unique identifier (UDI) #), g4, g7, h2, h6, h10. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
The getinge authorized distributor's field service engineer (fse) reported that the parts that had been ordered were received and replaced, which were the front end board and the executive processor board. After replacement of the parts, the fse tested the iabp for two weeks with no errors or startup problems. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check and prior to use of the cardiosave intra-aortic balloon pump (iabp) it had an intermittent fault where it would not switch on to the normal operating screen, the icon just turns clockwise. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check and prior to use of the cardiosave intra-aortic balloon pump (iabp) it had an intermittent fault where it would not switch on to the normal operating screen, the icon just turns clockwise. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The issue was reproducible before the repairs. The fse has replaced the coiled cable cord and the cable assembly backplane as instructed but the cardiosave does not switch on. The evaluation is ongoing, and a supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that during a routine check and prior to use of the cardiosave intra-aortic balloon pump (iabp) it had an intermittent fault where it would not switch on to the normal operating screen, the icon just turns clockwise. There was no patient involvement, and no adverse event reported.